Manufacturer narrative:
The device is not available for testing. No additional information is known at this time. A batch record review was performed and no discrepancies that may have contributed to a complaint of this nature were found.

Event description:
It was reported that the device was leaking an unknown chemotherapy medication on an unknown date. There was patient involvement; however, no harm was reported. No additional information is known at this time.